Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had high impedances discovered on contact 0 prior to an ins replacement surgery today. Impedances on contact 0 were in the 25000 ohm range. During the post-operative check they had high impedance, but they were lower with values of: c0 8570 c1 676 c2 655 c3 692 01 8001 02 8189 03 8320 12 689 13 883 23 695 the patient was not programmed with 0, with the active electrodes being c+, 2- and 1-. The healthcare provider (hcp) lowered the amplitude from 5.2 to 4.7 prior to the procedure with the new battery, as is standard during a battery change. The hcp indicated the patient was having increased tremors. This was a sudden change in therapy. The rep followed up roughly on one week later indicating the patient was scheduled to be possibly reprogrammed in a few weeks to increase the amplitude again if necessary. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) later reported the high impedance on electrode 0 was seen before on (B)(6) 2016, but was not used in programming. The patient was last seen in (B)(6)2017, but the patient was not programmed on c+, 2- and 1- at this last office visit.